Manufacturer narrative:
Neither pt injury nor medical intervention was reported, as a result of the excessive weight removal. The pt was on an epinephrine infusion titrated to maintain his blood pressure. During this time frame the infusion rate did not need to be increased. The pt had a pulmonary artery catheter to monitor his fluid balance. The pulmonary artery pressure readings did not change. The pt was in acute renal failure status post coronary artery bypass graft surgery, which was performed in 2006. His ccrt modality was continuous veno-venus hemodiafiltration (cvvhdf), which had been initiated 3 days after. No other pt info was provided. On november 01, 2006 gambro renal prods technical svc (grpts) field rep inspected the machine. He was able to retrieve the following alarms from the events history screen: replacement bag empty, replacement weight (incorrect weight change detected), caution replacement bag empty, dialysate weight (incorrect weight change detected), dialysate bag empty, effluent weight (incorrect weight change detected), effluent bag full. From reviewing the history screen figures it appeared that the excessive fluid removal was 867 ml. The svc tech noted when he inspected the machine that the complete set-up was still on the machine. It was noted that the frangible pin for the electrolyte solution only looked partially broken and that there was still a lot of solution in the bag. He determined that the machine checked out functionally and accurately and was found to be within MFR's specs.